Event description:
A user facility reported an intraocular lens (iol) was exchanged for the same model lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 12/21/2011 and 01/03/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).